Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported alarming upstream occlusion which were not reproduced during evaluation. Alarming upstream occlusion were verified through a review of the event history log and found that ultrasonic sensor observed and out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.